Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level below 32 mg/dl; cause was unknown. Customer tried to address the low bg by a glucagon injection. Reportedly, the customer was incoherent. Customer was treated with intravenous fluids of saline. Customer was released on 3/12/24 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.